Event description:
It was reported the patient received inadequate device instructions after implant. Two days after implant, the stimulation inadvertently increased all the way up and would not decrease. The patient was not able to adjust the stimulation with the patient programmer. The patient contacted the manufacturer representative. The patient took the batteries out of the programmer for about 8 seconds and then replaced them. The patient was able to get the programmer to function normally. The stimulation was in the wrong location. The patient was attempting to schedule an appointment with the physician at the time of the report. Additional information has been requested from the hcp, but was not available as of the date of this report.